Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged or used the scs system in approximately a year and was unable to communicate with the scs ipg and external devices. The patient programmer was displaying a communication error indicating the ipg was most likely inoperable. Consequently, the patient's scs ipg was removed.